Event description:
The neuron 070 ovalized 1cm from the distal tip of the catheter. The physician noticed resistance when advancing the micro catheter. The physician then removed the neuron and completed the case with an envoy guide catheter.

Manufacturer narrative:
Technical evaluation: the unit has a flat spot between 0.9 and 2.2cm from the tip. The flat spot looks like it may have been caused by a finger pinch when removing from the packaging or inserting over the wire. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l15189). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l15189) indicated that 100% inspection of the devices resulted in (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.